Event description:
It was reported that the customer had normal blood glucose levels of 86 mg/dl. The customer reported receiving a failed self-test alarm from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. The insulin pump was received with a cracked case on the display window corner, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).